Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) auto purge failed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d8,d9,g1(contact person ¿ mfg site),g3,g6,h2,h3.h6(type of investigation,investigation findings,investigation conclusions),h11. A quote for the intervention will be sent to the customer shortly. After receiving the po from the customer, the technician orders spare parts. The machine cannot be used. In future if we receive any information regarding repair information will reopen and update the investigation.